Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00723-2). Hospital discarded as biohazard.

Event description:
It was reported that patient underwent distal femur replacement on (B)(6) 2015. During the procedure, after reaming the femur to 13mm and trailing with 13 mm stem trial, the 13.5mm implant was not fitting as tight as the trial. Another stem was utilized to complete the procedure. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to loosening of the stem. During the procedure, all components except the tibial tray were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.